Event description:
Information received by medtronic indicated that the customer stated the insulin pump had occasionally made them go low by counting with basal delivery far too long or even delivered while low. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.